Manufacturer narrative:
H3: device evaluation: the ams 800 device was visually inspected and microscopically examined. A longitudinal tear was noted in the balloon shell. The damage to the balloon is consistent with tool damage that probably occurred during explant of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis was unable to confirm the migration and discomfort.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed as it was out of position. A new artificial urinary sphincter balloon component was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the balloon was originally implanted in the right retzius space. The balloon moved more right to retzius space. The patient presenting symptoms were noted as skin swelling like balloon round shape. The patient is a bus driver who sits on a chair for a long time making it uncomfortable and inconvenient 2 weeks prior to the revision surgery.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed as it was out of position. A new artificial urinary sphincter balloon component was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the balloon was originally implanted in the right retzius space. The balloon moved more right to retzius space. The patient presenting symptoms were noted as skin swelling like balloon round shape. The patient is a bus driver who sits on a chair for a long time making it uncomfortable and inconvenient 2 weeks prior to the revision surgery.